Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was experiencing discomfort at the ipg site. Surgical intervention took place in which the ipg pocket was revised. Therapy was restored. Additional information received indicates the discomfort has resolved.